Event description:
According to the customer, on (B)(6) 2024 when she woke up, she noted the pad caused her "throat to swell making it difficult to swallow" and her "neck had water blisters".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 when she woke up, she noted the pad caused her "throat to swell making it difficult to swallow" and her "neck had water blisters". The customer reported the pad was used to cover an incision on her neck. The customer reported the surgical procedure was performed on (B)(6) 2024 and she replaced the surgical dressing with the pad on (B)(6) 2024 prior to going to bed. The customer reported she called her physician after the swelling and "water blisters" were identified on the morning of (B)(6) 2024, and her physician instructed her to go to the emergency room. The customer reported in the emergency room they administered "IV steroids, an antihistamine, and benadryl". The customer reported she was discharged home from the emergency room after "a few hours" when the swelling had decreased. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.